Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient's wife to perform a reset on th device. Patient's wife was also advised to insert a new sensor and to verity that the transmitter is activated. No additional patient or event information is available.